Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings issue. The patient reported that the bolus history was recording out of order. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history appears to be inaccurate due to an extended combo bolus being delivered on (B)(6) 2012 at 10:15 (duration 3.0 hours) and a normal bolus delivered on (B)(6) 2012 at 12:23 before the combo bolus was completed. The combo bolus feature records the start time of the bolus only when the bolus has been completed. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history with the correct time sequence. Investigators, were unable to duplicate the complaint during the investigation process. There was no defect found.